Event description:
Hill-rom rec'd a report from a hill-rom tech stating the head section would not lower the CPR lever was used. The bed was located in the ICU at the account. There was no pt/user reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested changing the CPR valve. Per the hill-rom svc manual the totalcare bed sys requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the CPR release for proper operation and reset of the head cylinder. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the CPR valve to resolve the issue. Based on this info, no further action is required.